Manufacturer narrative:
Product ID 8782, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8784, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient experienced drainage/incisional wound opening and a seroma at the location of the catheter tract. The patient experienced a cerebrospinal fluid (csf) leak along the catheter track where the spinal segment entered the intrathecal space. On 2014 (B)(6), the patient experienced a leaking of clear fluid from her spinal incision. The patient went to the emergency room (ER), where the doctor placed 2 sutures to close the incision. However, the incision was still leaking when the patient saw her healthcare provider (hcp) on the report date. On the same date, the hcp did a spinal pocket exploration to assess for a possible csf leak. When the spinal pocket was opened, the catheter appeared to be intact. The connector was checked and was still intact. The catheter was stabilized in the lumbar incision pocket and closed. The hcp applied another purse string suture to help stop the csf leak. The pump was also refilled by the hcp under x-ray, without opening the pump pocket. The cause of the event was determined and resolved. The hcp thought that the connector or collet, which connected the 2-piece catheter, caused pressure on the tissue, allowing the csf to leak all the way out of the incision. At the time of this report, the patient status was indicated to be ¿alive-with injury¿. The official recovery status was unknown at the time of this report. The patient had to recover post-operatively. It was indicated that the event occurred on 2014 (B)(6). The device system was used to deliver fentanyl.